Manufacturer narrative:
(B)(4).

Event description:
It was reported that prometra ii pump was explanted due to vibrating and heating at pump site. Patient reported to set off the metal detector. Patient reports to have an increase in pain. No volume discrepancies were reported and battery status was ok. There are no reports of recent MRI exposure. The pump is being explanted on (B)(6) 2020.

Manufacturer narrative:
Device was returned for evaluation. The pump was returned without a suture ring or cap stem. A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. An investigation showed that the pump primed and flowed within specification. The unit flowed at 94% efficiency. Continued analysis was unable to confirm any vibration or heat from the pump. Vibration of the pump is not a normal characteristic of the pump. A likely reason for any vibration of the pump may be a loos component located within the pump can. However, no loose components were observed during analysis. The issue could not be replicated, and therefore, could not be confirmed. Per internal medical review, if a patient were to experience heating or vibration due to a magnetic field, the heating and vibration would stop the moment the exposure ceased. This is because heating and vibration are both induced by time varying magnetic fields. Metal detectors passively detect changes in their sense coil's inductance caused by the proximity of a metallic object, but do not emit any significant magnetic fields of their own. Even if they did, any heating or vibration would have ended the moment the subject left the metal detector. As the patient was not undergoing an MRI, the sensations reported are unrelated to previously going through metal detector. Internal complaint number: (B)(4).

Event description:
Patient reported to their nurse that they set off a metal detector. The patient reported an increase in pain, vibrating and heating of the pump site two days after. No volume discrepancies were reported and battery status was ok. There were no reports of recent MRI exposure. Pump was explanted.

Manufacturer narrative:
Additional data: b5: event description. B7: patient's preexisting medical history. D4: lot#. D10: device available for evaluation. H3: device evaluation is impending. Corrected data: d4: UDI. Internal complaint number: complaint: (B)(4).

Event description:
Nurse provided surgical history of patient for pump on (B)(6) 2015: prometra ii pump was implanted in the left buttocks and the medtronic pump and catheter that was present was replaced. On (B)(6) 2015: it was determined that the original catheter was pinching a nerve, so the physician scheduled a catheter revision. During the revision of the catheter, the handle of the tuohy needle broke. This issue was captured in complaint: (B)(4). When the revision catheter was being implanted and the needle broke, the surgeon decided that the catheter being implanted looked kinked and opened and used a second revision catheter instead. The second revision catheter was successfully implanted (medial end) and connected to the original catheter (lateral end) with a revision kit. This revision and replacement process was captured in complaint: (B)(4).